Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery continuously depleted rapidly, and ultimately shutdown. The issue persisted for two days, and emergency services were called. The customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to a blood glucose level of 700 mg/dl, diabetic ketoacidosis, and vomiting. Customer was treated with intravenous insulin and saline. Additional information was not provided. Multiple follow up attempts were made, however, a response was not received.